Manufacturer narrative:
(B)(4). The cause was determined to be a user error, as the user had not capped off the transfer set after disconnecting from the device. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. Users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. Proper emergency disconnect instructions are provided within the guide. A review of the labeling for the product family will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line) alarm. This occurred while the patient was connected for peritoneal dialysis therapy. The patient stated that he had disconnected, however did not cap off the transfer set while it was not in use. The patient had reconnected aseptically when the alarm occurred. The technical services representative (tsr) assisted the patient in clearing the alarm and advised them to begin therapy over with new supplies. There was no adverse event associated with this event. Additional information was requested and is not available.